Event description:
(B)(4). From the day of my ablation and implementation I have had a stabbing pain on my left side. The intensity of that pain varies but it never fully goes away. I have experienced weight gain, bloating, headaches, joint and muscle pain, fatigue, depression, and anxiety. This procedure was covered by my insurance (medicaid). Before the procedure I had not experienced any of these issues.